Event description:
It was reported that during a breast biopsy, the dc motor adapter on blue cable connector is damaged on control module. No pt consequence reported.

Manufacturer narrative:
Info not available, device not returned for analysis.